Event description:
The customer stated, she was hospitalized for high blood glucose. The blood glucose reading was 161 mg/dl during the phone call. The customer changed the infusion set the same day of the event. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.